Event description:
Same patient as #6000089-2005-01292, 6000089-2005-01293. It was reported that 125 days after a drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi) and underwent a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5mm, 90% stenosed portion of the 1st right posterior lateral (1st rpl). The physician treated the lesion without predilatation and successfully placing a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. Approx 5 months after the procedure, the patient experienced a non q-wave mi as evidenced by elevated cardiac enzymes. The patient was admitted to the hospital and a angioplasty reintervention of the target vessel was done. The patient was discharged 2 days later.

Event description:
It was furhter reported that the lesion being treated was 8 mm long and residual stenosis was 0% after stent placement. 125 days after the procedure, the pt presented with severe non radiating substernal chest pain associated with shortness of breath, diaphoresis, and nausea. ECG on admission, showed st elevation in ii, iii, and a vf. Cardiac enzymes met guideline criteria for myocardial infarction (mi). The cath report at this admission, indicates the pt was noncomplaint with their medications and had continued to smoke. Discharge summary states pt had been off plavix for a month at the time of admission. Another pt was already in the cath lab for primary pci, so the pt was given thrombolytics, becoming asymtomatic after complete re-perfusion. However, approx 4 hours later, the pt developed re-occlusion and was taken to the cath lab. The cath report states the pt continued to have 2 mm st elevation in the inferior leads and reported 2-3/10 chest pain. In the opinion of the physician the relationship of the mi to the taxus stent is unknown, and the relationship to target vessel is probable, cardiac catheterization at the time of the mi revealed, lmca normal, lad severely diffusely diseased with multiple 20-30% lesions and an unchange 90% lesion at the apex, lcx luminal irregularities, rca stent in proximal rca looked fine, second segment of pla completely occluded. The investigator confirmed that this occlusion was at the site of the previous taxus stent palcement. The site had stated this was not deemed a thrombotic occlusion. The area of occlusion was treated with balloon angioplasty. It was noted that, given the pt's medication noncompliance and possible cocaine abuse, it was decided not to stent that area. Following balloon angioplasty the pt was pain-free with only 10% residual stenosis. The pt was discharged in good condition, on asa and plavix. In the opinion of the physician the relationship of the target vessel reintervention to the taxus stent is possible.